Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a "movil: xiaomi poco x3 pro os 12" operating system. The customer reported the low and high alarms did not sound and as a result, the customer experienced hypoglycemia, felt sleepy, and required unspecified treatment from their husband. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar device configuration and successfully received high and low alarm notifications. The user complaint could not be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a "movil: xiaomi poco x3 pro os 12 app version- 2.8.4.9335" operating system. The customer reported the low and high alarms did not sound and as a result, the customer experienced hypoglycemia, felt sleepy, and required unspecified treatment from their husband. No further information was reported. There was no report of death or permanent injury associated with this event.